Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device was either too sensitive, ie, they had to manually turn it off to get it to stop working, or they felt that it was timing out too quickly. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The exact event description, event date, surgeon, and lot number is unknown.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).